Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. The device was inspected by the distributor. Mechanical damage was found, which was probably due to improper handling during connection and removal of the cable. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
It was alleged that, when removing the camera cable connector from the visualisation bedside unit connector panel, the cable connector was damaged. The event occurred during surgery tear down. The camera cable was replaced. No harm was reported in relation to this event. At the time of this report, no further information has been provided.